Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure in 2008. At about 5 months later, an erosion of suburethral sling occurred. The patient was treated conservatively with estrogen creme. The patient failed conservative therapy and underwent surgical revision and closure in 2008. A recurrent erosion occurred several weeks later, and the suburethral sling was removed in 2009.